Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the power management board was observed in the ventilator's downloaded error log. The ventilator failed a step related to the active exhalation control module during testing.